Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie (B)(4). The following fields have been updated: DHR review was completed for the subject lot number#: 1253743. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted, as part of the DHR. Sterilization record op# 150, str2 was reviewed and verified, to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number#: 1253743, for similar events. And two other complaints were identified ((B)(4)). Review completed utilizing keywords: infection a summary investigation has been completed for infection events identifying, that a definitive root cause cannot be identified, due to the wide range of external (non-design/ non-manufacturing related). Factors potentially impacting the sterility of the implant and its environment. Should additional information be received, which indicates that the device may have caused or contributed to the infection event. An additional report will be submitted. H3 other text: summary investigation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient experienced infection at implant tooth site #36, with associated pain. Therefore, the implant was removed.